Event description:
My (B)(6) was chewing on the teether and he started to choke. I thought maybe he was just choking on his own saliva because he is teething. I picked him up because he wasn't breathing and whacked him on the back, he spit up a bit and seemed fine. Later I picked up the teether and discovered it was falling apart. We had purchased 2, so I quickly found the other one to discover "he had swallowed 5 of them." We are hoping they pass and that no add'l measures are required. Retailer: (B)(6). Purchase date: (B)(6) 2019. Document number: (B)(4). Report number: (B)(4).